Event description:
Patient reported ¿experiencing hardening of the breast¿, with no treatment noted. Healthcare professional reported via device tracking "a textured to smooth breast implant due to the patient¿s concern with the product plus a left side deflation¿. This file is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Cont.: h6 health effect- device revision or replacement. Information contained in this report was previously submitted through psr on (B)(6) 2011. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.